Manufacturer narrative:
Additional information: g3, h2, h6, h10. An event of ventricular tachycardia, device mis-sizing, and device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 18 mm amplatzer septal occluder was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. 2-3 hours post-procedure, the patient developed hiccups and ventricular tachycardia (vt). It was discovered that the device had embolized into the descending aorta. The device was snared with a 10f delivery sheath to resolve the event. It was found that the cause of the event was that the device was mis-sized. The patient is recovering and doing well.